Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the actual device was received for evaluation. It was received for analysis an empty labeled winding former and a detached needle of product code f2517, lot mdm819. During visual inspection of the needle, the swage and attachment area were not present since was broken. Also, there are marks on the body needle. The suture was not received for investigation. A fracture was observed at the suture attachment of sample b. One side of each needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surface was examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Device evaluation summary: representative samples evaluation: it was received for analysis twenty-five unopened samples of product code f2517, lot mdm817. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-88630 and 2210968-2019-88632. Analysis results have been included in follow up reports for each. Additional information was requested and the following was obtained: was there any change in patient post op care due to procedure delay? No patient consequences use of another device from another lot.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Name of procedure? Device return status was there any change in patient post op care due to procedure delay? Note: events reported via medwatch 2210968-2019-88630 and 2210968-2019-88632.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle pulled off the strand and stayed into the needle holder. The incident occurred twice. Use of another device to complete the procedure. There was an unknown delay of the procedure. There were no adverse patient consequences reported.